Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (b)(4. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm that prevented her from treating high blood glucose after eating a cupcake. The blood glucose reading ws 303 mg/dl. Customer stated that she went to the emergency room to get supplies but had not been hospitalized. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window.